Event description:
This event is deemed reportable based on the fact that the information provided in a lawsuit, while unsubstantiated, reasonably suggests that a reportable event may have occurred during use of an unidentified safeskin product. Plaintiff's claim alleges the following: inter alia urticaria, hives, allergic rhinitis, itchy and watery eyes and dyspnea. At this time, an investigation of the specific complaint will not be conducted as a lot number, product code and samples were not provided. It is unk if safeskin corp is responsible for this event as safeskin is one of several mfrs named in this lawsuit. Neither a specific company nor product is specified. However, an investigation will be initiated if info becomes available which would aid such investigation (e.g., product code, lot number)